Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered difficulty when entering the femoral artery. Factors that may contribute to difficulty advancing a guide wire through the anatomy include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the guide wire was observed to be separated during removal of another wire. It is possible that manipulation of the reported wire, when resistance was encountered, contributed to the reported separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous lesion in the left anterior descending artery. The 190cm ht bmw universal ii guidewire (gw) was noted to have difficulty when entering through an angiography catheter and the gw was noted to be broken when exiting the angiography catheter. Another bmw universal ii gw was used to access the lesion through a puncture in the femoral artery however resistance was noted. The first bmw universal ii gw was retrieved with a snare device. When exiting the anatomy with the first gw, it was noted the second gw was also broken. The second gw was withdrawn from the anatomy with the angiography catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G2 correction: subsequent to filing the previous report, it was noted that the report source for other had not been included on the report. Therefore, report source, other: national medical products administration added.